Event description:
This report is to bring the proper attention to the impact on patients. A varian field service engineer (fse) was on site to install the brainlab beam-gating mechanism on the tx linear accelerator. He ran into problems and aborted the upgrade around 9 pm that evening. The next morning, the radiation therapist encountered under-dosing on multiple energies. As a result, the machine was down until 3 pm before fse arrived and replaced a low-voltage power supply in the control cabinet. The fse acknowledges the possibility that the power supply problem was created by upgrade, which he later learned had a bad circuit board (switches improperly set). Biomedical engineering comment: the brainlab beam-gating feature was being updated by a varian service rep. Our contract is through varian to cover both devices.